Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to a motor encoder that was out of phase. The displacement test could not be confirmed due to the motor error alarm. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she had and MRI and she did not remove the insulin pump. The device then alarmed motor error. Customer's blood glucose level was 171 mg/dl. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.